Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary incontinence and fluid loss. When the balloon was removed, the physician refilled the balloon and found a leak where the tubing meets the balloon which did not allow the device to function properly. The physician was unable to determine if there was a hole or a bad connection at the base where the tubing meets the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The replacement surgery was successful and the patient fully recovered.